Event description:
Received report that the plastic end of tubing cracked and IV fluids leaked out. The crack developed lengthwise along the luer during the infusion, some time after the set was connected to the primary and tightened down. There was no pt harm. Although requested, no further pt/event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The set was discarded by the customer.